Event description:
Nurse was applying a clean portex hypodermic needle pro needle with needle protective device 23g x 1" exp. 2013-02 to a unit dose syringe. As she twisted the capped needle onto the vaccine syringe. She noted to be stuck by the capped needle the needle was protruding through the cap - an apparent defect from the manufacturer, clean needle stick injury to nurse's middle finger right hand.